Event description:
Information received indicates no subsequent change to the pt status following re-operation to retrieve a detached piece of the device from a previous case. Initial surgery was performed approx five months earlier. Hcp reported surgical removal of a section of the cannula's distal tip form the pt's neck with no additional pt complication noted.